Event description:
Noise on the rv channel was reported during vf detection. Pacing impedances have been rising as well and are around 2000 ohms. Lead remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
Lead was capped (B)(6) 2021. Additional information: high capture threshold and externalized wires presented at proximal end of the lead. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.